Event description:
It was reported that at a routine follow-up appointment, this implantable device was unable to be interrogated. It was hypothesized that the battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was unable to be interrogated and was sent for a detailed battery investigation. The device case was subsequently opened to facilitate inspection and testing of the internal components, and the initial internal visual inspection was normal. The battery was removed and replaced with an external power source, where the current drain was measured and was also found to be normal. Upon investigation by the battery laboratory, it was determined that the battery cell was depleted, but the specific battery-related failure was unable to be determined. In conclusion, the clinical observation of premature depletion was confirmed, however, the specific cause was unable to be determined via extensive laboratory testing.

Event description:
It was reported that at a routine follow-up appointment, this implantable device was unable to be interrogated. It was hypothesized that the battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.